Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to aseptic loosening of the tibial and femoral components and malpositioning of the patellar component.